Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunction was identified during the device evaluation: missing adhesive on the bending section. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the discovered damage is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno fiberscope had missing adhesive on the bending section. There was no patient involvement.